Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a colonoscopy procedure, the balloon exploded inside of the patient when the nurse was inflating. They had attempted to reach 15 mmhg but this was impossible, and the balloon burst at 6 mmhg. The doctor was not able to remove the balloon from the scope, so they had to remove the scope from the patient, cut the balloon, and repeat the procedure with a different device. There were reports of no fragments retained after the balloon burst. It took some time to the get another balloon and no additional sedation was required. The condition of the patient was not affected by the failure. The patient is reported to be fine post-procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) investigation. Olympus received a box of five unused devices from the same lot. However, the subject device (involved in this reported event) was discarded and not returned to olympus for evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the reported failure could not be confirmed as the subject device was not returned for evaluation. Therefore, the root cause of the reported event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which states: "warning: do not insert this instrument when the endoscope is angulated. This could damage the endoscope and/or this instrument. Do not angulate the bending section of the endoscope abruptly while the needle is inserted into the instrument channel of the endoscope. This could cause patient injury, such as perforation, bleeding, or mucous membrane damage.". This supplemental report includes an update to h3 from the initial medwatch. Olympus will continue to monitor field performance for this device.